Event description:
Biomedical technician reports anesthesiologist returned pump to department due to over infusion two times over what should be delivered. They state anesthesiologist caught problem and pt was not harmed. No pt injury or intervention was needed. Fentanyl smart label was in use with a 20cc bd syringe.